Event description:
I received juvéderm ultra lip filler (lot#: 1000575148, expiration: 7/12/2024) by (B)(6), pa-c, of (B)(6), on (B)(6) 2024, when my contact dermatitis first appeared. I was told by (B)(6) and staff that my contact dermatitis "has nothing to with" the lip filler/numbing agent applied, despite the fact that they occurred simultaneously. Notably, I've never had any kind of rash/skin issue around my lips before, and the lip filler/numbing agent is the direct and obvious cause of this. I then tried aquaphor for a month as well as tacrolimus ointment 0.1% for a month, as prescribed by (B)(6). On (B)(6) 2024, I sought dermatological consultation and was advised that I was misdiagnosed. I was then prescribed hydrocortisone ointment 2.5%, which I used exactly as prescribed for ~2 weeks. No improvement with the tacrolimus or hydrocortisone so I discontinued and used betamethasone dipropionate 0.05% for 3-4 weeks, then nothing but aquaphor for 3-4 weeks as recommended by my derm's office. I've also adhered to not wearing makeup, changing toothpastes, etc. On (B)(6) 2024, I met with (B)(6), president of (B)(6), who dissolved the lip filler and prescribed clotrimazole 1% and methylprednisolone 4 mg, which I used exactly as prescribed. Since then I've made known to (B)(6) that the dermatitis has not improved, and I've noticed my nasolabial folds are deeper and more pronounced. It also looks like scarring above and below my lip. I have documented this issue since (B)(6) 2024 and communicated with (B)(6) throughout this process; however, to my knowledge, (B)(6) did not investigate the quality of the product. I am trying to understand whether this is due to an issue with the product and whether there is any resolution that the manufacturer can offer. I am also interested in whether the FDA has had such complaints for this product in the past.